Manufacturer narrative:
The autopsy report for this patient was received. Per report, the cause of death was cardiac arrest. Contributing factors listed included cardiomegaly, s/p aortic valve replacement, and s/p pacemaker implant. Underlying diseases included emphysema and focal intersitial fibrosis, increased portal fibrosis of the liver and spindle cell neoplasm involving pleura. There is no evidence this patient's death was related to the sapien valve.

Event description:
As reported by the edwards clinical specialist, the patient experienced syncope episodes one day after being discharged from the transcatheter aortic valve replacement (tavr) procedure. The following day, two additional syncope episodes occurred. The patient received a permanent pacemaker (ppm) six days later and was initially reported as doing fine after the ppm implant procedure. However, additional information was received indicating the patient expired approximately a month after being implanted with the ppm. To date, the cause of death is unknown. Per the information received from the edwards sales representative, this patient's pre-existing medical history included right bundle branch block (rbbb). The tavr procedure was uneventful. The 26mm sapien valve was implanted transfemorally in the aortic annulus in a 60:40 position without incident with nice/acceptable result. The patient was extubated in the room without incident and discharged five days later. There were no procedural complications or malfunction of an edwards's device.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the instructions for use (IFU), syncope is a potential adverse event associated with aortic valve replacement and bioprosthetic heart valves. Syncope (transient, self-limited loss of consciousness or "fainting") is a prevalent disorder in the elderly population, and can have multiple etiologies including cardiac and non-cardiac. Syncope can be a symptom of heart disease or abnormalities that create an uneven heart rate or rhythm that temporarily affect blood volume and its distribution in the body. Syncope can also be related to neurological conditions such as seizure, stroke, and transient ischemic attack (tia). In this case, the exact cause of this event cannot be determined; however, there are multiple factors that could cause or contribute to the event, including the patient's co-morbidities (i.e. Pre-existing rbbb, increasing age) and the procedure itself. There was no report of neurological symptoms or diagnosis, or new cardiac diagnosis. During the tavr procedure, there were no procedural complications or malfunction of an edwards's device. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.